Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident (stroke) is listed in the emboshield nav 6 instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a thrombotic, 95% stenosed right internal carotid artery stenting procedure, the patient experienced a stroke during the procedure. Symptoms, which include minor facial paralysis and aphasia are listed as continuing and improving. No treatment was provided. There was no additional information.